Manufacturer narrative:
This report is submitted on june 3, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
As per the clinic, the device was explanted on (B)(6) 2019 because the patient experienced chronic mastoiditis and as a result of a cholesteatoma her implant was removed. There are no current plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted september 04, 2019.